Event description:
Portacath inserted was catalog #c1755tsd, (B)(4). Placed tubing intact. Returned, x-rayed (B)(6) 2011 tubing broken apart internally. Replaced with another portacath on (B)(6) 2011. No ill effects. Pt does not want financial liability for two placements. Requesting MFR to cover medical expenses for first procedure.